Event description:
It was reported that the handpiece was leaking during sterilization. There was no patient involvement and no reports of adverse consequences.

Manufacturer narrative:
The device was received by the manufacturer for investigation. According to the investigation details, the handpiece was immersed after the procedure, allowing water to mix with blood. The instructions for use supplied with this handpiece cautions against immersing the handpiece, as " water may enter the casing and damage the electrical components".